Manufacturer narrative:
(B)(4). Date sent: 2/10/2026. D4: batch # 280d11. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with no apparent damage and with a gcr40g reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device was returned without detectable damage. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 280d11, and no non-conformances were identified.

Event description:
It was reported that during a anterior resection procedure, upon transecting distal colon with echelon contour 40mm, tissue was cut and stapled. However, surgeon said staple line were oddly arranged and upon closer inspection, some staples dislodged from the staple line and bowel content exposed with spillage. Dr cleaned site and commenced transection with a linear cutter instead. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2025. D4: batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Could you please clarify when the issue was identified (pre-op/intra-op/post-op)? Ans: intra-op based on sales rep's event description. 2. Was there a change in the procedure? If yes, please explain. Ans: surgeon performed abdominal washout and resorted to completing the stapling with a linear cutter. The surgery was completed successfully. 3. Was there a patient consequence? If yes, how was the issue addressed? Ans: no. 4. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Ans: patient is well and has been discharged on 10 dec 2025. 3. Was the surgery completed successfully? If yes, how? Ans: yes, resorted to completing the stapling with a linear cutter 4. Did this issue result in additional medical/surgical intervention (i.e. Revision surgery etc) for the patient? Ans: performed abdominal washout. 5. What is the patient¿s current status? Ans: would like to update you that hcp has gotten back to me regarding q5, patient is well and has been discharged today on (B)(6) 2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.